Event description:
Related manufacturer reference number: 2017865-2023-72599. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the right ventricular (rv) lead exhibited noise and right atrial (ra) lead exhibited noise oversensing that led to automatic mode switch (ams) episodes. No intervention was performed. The patient had no adverse consequences.